Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: none. Symptoms/ae: hematoma, tissue tract ozze, accuse site pain. Time of symptoms/ae: after vessel closure. It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, approximately 30 minutes after arteriotomy closure, the groin dressing was noted to have a scant amount of bloody drainage/ooze. Approximately 25 minutes later a 4 cm hematoma/ecchymosis was noted. Nine minutes of manual compression was applied followed by placement of a femostop. Approximately 10 minutes later the dressing was noted to be saturated and was changed. Approximately 4 hours later the dressing was noted to be dry and intact. The next morning the pt reported "aching, dull" right femoral site pain, which was treated with unspecified medications and resolved approximately one hour later. The pt was reassessed and denied experiencing further pain. The pt was reported to have been prescribed aspirin and clopidogrel, which may have influenced the tissue tract bleeding/ooze. There were no reported adverse pt sequelae. No additional information was provided.